Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult. One clip was placed without issue. As a second clip was being deployed, the first clip detached from the posterior leaflet remaining only attached to the anterior leaflet in a single leaflet device attachment (slda). Two additional clips were placed to stabilize the slda. Post-procedure mr was mild.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult. One clip was placed without issue. As a second clip was being deployed, the first clip detached from the posterior leaflet remaining only attached to the anterior leaflet in a single leaflet device attachment (slda). Two additional clips were placed to stabilize the slda. Post-procedure mr was mild.